Event description:
It was reported that the patient had a micl12.1 implantable collamer lens implanted in the left eye in 2007. As part of the study, the patient reported that she was experiencing poor night vision due to large halos around any lights. The surgeon's office was contacted, the patient's chart indicated the patient's pupil is 8mm. The patient was last seen in 2008, and at that the bcva was 20/20, without corrected vision 20/30. The patient was prescribed alphagan to constrict the pupils. The patient also has astigmatism. See MFR report #2023826-2009-01036 for the other eye.

Manufacturer narrative:
Method - lens work order search. Results - a work order search was performed and no similar complaint found within the same work order.